Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with recurrent symptoms on more than one occasion. It was stated the valve had been found to be on a different pressure setting a couple of the occurrences. The pressure setting had been different from the previous one. On a separate event, the pressure setting was the same as before, however, the concern was the valve was not draining as it should. After multiple attempts to rectify the problems, the decision was made to explant the valve and replace it. The revision and implantation of a new valve took place on (B)(6) 2018. The physician noted that as soon as the valve was removed from the ventricular catheter, there was a normal amount of cerebrospinal fluid flow from the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was currently recovering from their recent surgery.

Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It met the requirements for siphon, pressure-flow, and pre-implantation testing. However, the valve did not meet the requirements for reflux and leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.